Event description:
Customer state they received a result of 216mg/dl and took insulin based on the result. The customer's spouse stated they were unresponsive and paramedics were called, they received a short of d5-d7 in route to the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.